Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla ii guide extension catheter. The shaft, collar, and tip were microscopically examined. There were numerous kinks throughout the shaft of the device. The shaft had a partial separation/tear in the shaft at the collar transition. The distal shaft was flattened in numerous locations. The distal tip was damaged. The sds (stent delivery systems) used in the procedure were not returned for analysis, so a test sds was used for functional testing. The test sds was inserted into the collar but was unable to advance through the shaft due to the flattened and kinked shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that there was difficulty advancing another device through the guide catheter. A guidezilla¿ ii guide extension catheter was selected for a percutaneous coronary intervention (pci) procedure. The guidezilla¿ ii guide extension catheter malfunctioned and did not allow two non-bsc stents to cross. There were no patient complications reported and the patient¿s status was fine post procedure. However, device analysis revealed a partial separation/tear in the shaft at the collar transition.